Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump was received with minor scratches on the display window, a missing end cap sticker, a broken reservoir tube lip, and a missing reservoir tube lip o-ring.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 118 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).